Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plum burette set that the customer reported the clave additive port above the burette snapped off causing the unspecified chemotherapy to leak. No additional information was provided.